Event description:
It was reported that after a da vinci si total benign hysterectomy procedure, a broken cable was identified on a large needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. For clarification, the instrument was found with a frayed cable at the grip pulley on the distal clevis. The frayed cable section was approximately 0.05 in length. No damage was found on pulley. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.